Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. The patient was reprogrammed so that the electrode is no longer in use. Device interrogation showed that the impedance was out of range. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as lead 1 and lead 2 connected to the implantable neurostimulator (ins). The therapy was effective with no change. Relevant medical history included: spinal pain.